Event description:
The user reported the device alarmed and displayed constant air-in-line alarms. There was no patient consequence. This information was on an unsigned note attached to the pump when it arrived in biomedical enginerring. There was no patient consequence.